Manufacturer narrative:
Date of event is estimated. Reporter phone number: (B)(6). Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient's leads had migrated due to a fall. Surgical intervention was undertaken during which the existing leads were explanted and replaced. Therapy was restored post-surgery.